Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: stapler moved by itself rotation wise. One touch and it goes 180 degrees. Sometimes didn't touch and it moved itself. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used.